Event description:
Legal counsel for patient reported patient underwent left hip resurfacing procedure on (B)(6) 2007, and a revision procedure on (B)(6) 2013 due to patient allegations of pain, lack of mobility, weight gain, difficulty walking, elevated metal ions and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported patient underwent left hip resurfacing procedure on (B)(6) 2007, and a revision procedure on (B)(6) 2013 due to patient allegations of pain, lack of mobility, weight gain, difficulty walking, elevated metal ions and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient was revised on (B)(6) 2013 due to pain and femoral loosening. The acetabular cup and modular head were removed and replaced with a competitor total hip. Revision operative report noted that no evidence of metallosis or metal debris were present. Patient underwent an additional left hip revision on (B)(6) 2013 due to staph infection. Additional information received noted patient was bilateral and competitor components were implanted on the right side.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.